Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
A (2 of 2 pr). Two mlx light sources are experiencing problems such as excessive heat and failure to turn on. On (B)(6) 2014, customer reports after the device was in use for ten minutes, they could smell plastic, not a burning smell. They turned device off and it would not ignite until it cooled off. No harm done, no procedure issues. Replacement device readily available. No delay. Device had 200 hours. No specific case details available. Previous related manufacturer's report number 1222895-2014-00026.